Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult sheath peel is confirmed; however, the exact cause is unknown. One photograph of an introducer sheath was returned for evaluation. An initial visual observation of the photograph showed a fractured introducer sheath. The peel-apart sheath was observed to be split. One orange handle was attached to one half of the sheath. Use residues were observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the peel away sheath is nearly impossible to peel away. The sheath broke in half and the PICC rn had to use forceps to remove the sheath. No other information was provided.